Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had numbers scrolling on the screen and the keypad was unresponsive. Customer reported that the issue began during a bolus. The customer also stated that the device's display froze. Customer did not recall anything significant leading up to this issue. Blood glucose level at the time of the incident was 220 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.